Event description:
During left knee arthroscopy when shaver used noted on tv screen black marks. Blade was removed and wiped with a sterile gauze. No residual noted. Another blade was obtained (same lot #) and used. Again left black marks. Blade removed and checked. Could not determine where the black marks were originating from. New blades from a different lot# were gotten for next procedure. No black marks or metal debris noted from those blades.